Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported incomplete coaptation/slda appears to have been a result of a combination of procedural conditions and challenging patient anatomy (difficult imaging due to the rotated heart). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the rotated heart. One clip was placed successfully at a2p2. A second clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip failed. Troubleshooting was performed however the clip failed two additional times. The clip was not implanted and the cds removed. A third cds was advanced and the clip deployed. After fifteen minutes, it was noted the clip detached from the anterior leaflet (single leaflet device attachment (slda). The mr was reduced to 2 therefore no treatment was performed. The procedure was then switched to treat tricuspid regurgitation (tr) with a grade of 4. The cds was advanced however due to poor imaging, the cds was removed and the procedure aborted with the tr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.